Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During assembly of implants during revision tkr, surgeon and registrar both attempted to loosen locking nut on 4mm offset adaptor. After several unsuccessful attempts each, a second adaptor was opened and locking nut was loosened by hand.

Manufacturer narrative:
Item was lost by hospital and will not be returned for evaluation. An event regarding an assembly issue involving a triathlon total knee system offset adapter 4mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there were no similar reported complaints for the reported lot number. Conclusions: the exact cause of the event could not be determined because the subject device was not returned for review.

Event description:
During assembly of implants during revision tkr, surgeon and registrar both attempted to loosen locking nut on 4mm offset adaptor. After several unsuccessful attempts each, a second adaptor was opened and locking nut was loosened by hand.